Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: apr 7, 2021. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection using magnification was performed to the returned sample. The plunger and pushrod was observed in advanced position. Residues of viscoelastic material was cartridge. The cartridge tip was observed slightly deformed. The lens returned outside the preloaded device and cut in two in pieces. One of the haptic was observed detached. The detached haptic piece was not returned. No damaged was observed to the other haptic. Based on the sample evaluation, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process. The condition in which the sample returned is consistent with a product that was handled and prepare for surgical process. The complaint issue reported as haptic damaged was not verified. However, haptic detached was identified on sample returned. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: device evaluation: product testing could not be performed since the product was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that two additional complaint was received from this production order, however no product deficiency was identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had bent/ broken haptic. There was no patient contact. No further information is available.